Event description:
This is a duplicate report that was inadvertently sent via the on-line reporting system that should be for health professionals or consumers only. It was reported to olsen medical that at sometime either during or after a hernia repair, the cord (with an unknown lot number) sparked and caught a surgical drape on fire. There was no patient information reported because there was no patient involvement.

Manufacturer narrative:
The end-user reported to olsen medical, the monopolar cord sparked and caught a surgical drape on fire. The end-user also reported they had used the device beyond its warranty and the lot number had been removed. This was also evidenced by visual examination of the device upon return.